Event description:
It was reported that a shaft break occurred. A 4.00 x 30mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, the shaft broke. Alternative device was used to complete the procedure. The device was removed from the patient; there was no further patient complications reported.